Manufacturer narrative:
Testing of actual device : a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the scroll compressor needed to be replaced. To fix the issue, the fse replaced the scroll compressor and screw kit, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) unit made the sound like a belt came off. The device aborted with a temperature error. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.